Manufacturer narrative:
(B)(4).

Event description:
It was reported that device was broken. The target lesion was located in the left coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, the connection was fractured when the device was removed. The procedure was completed with another of the same device. The patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. There was blood and contrast inside and outside of the device. The hypotube, distal shaft and tip was microscopically inspected. Inspection revealed a partial separation of the shaft, at the collar of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that device was broken. The target lesion was located in the left coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, the connection was fractured when the device was removed. The procedure was completed with another of the same device. The patient's condition was stable.